Event description:
A malfunction was reported. There was no reported impact to the customer¿s blood glucose level. The pump was expected to be returned for investigation, and a replacement pump was arranged.